Manufacturer narrative:
The event date of (B)(6) 2016 represents the date the driveline infection first occurred and was an estimated date. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient had a driveline infection. The patient experienced a low grade fever and pain in the abdomen. The patient was started on IV antibiotics and a culture was drawn; however, the results were not provided. Approximately two months after the diagnosis of driveline infection, the patient underwent an lvad exchange on (B)(6) 2016.

Manufacturer narrative:
The explanted pump was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The severed portion of the driveline, the sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the severed portions of the outflow graft and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.